Event description:
It was reported that the pt experienced a loss of therapeutic effect, with a loss of stimulation sensation. The symptoms occurred following a fall earlier in the week. The details of the fall were unk. It was further reported that impedance testing showed readings greater than 4,000 ohms on some of the bipolar pairs. Additional info received reported that the pt had taken several falls and had most likely damaged his leads that way. Further info received reported that the whole system was replaced because the pt had fallen (multiple times) and the leads were "out". The pt recovered well and was using his new system. It was unclear which system was related to the issue as both were replaced. Reference MFR report# 3004209178-2010-07449.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when the analysis is completed. This report is being sent following an internal audit.